Event description:
Rptr had a procedure called a turp to reduce the size of prostate. After surgery pt experienced a great deal of pain. The pain has been constant (24 hrs a day) for the past two years. Pt has gone to dozens of drs and to clinic trying to find out what went wrong with the procedure. To date, pt has had no relief nor any explanation of what the problem might be. Pt now lives day to day on drugs, pain killers, nerve blockers, sleeping pills. If there is anyone else that has reported a similar problem, pt wants to know so they can find out if they have discovered what the problem and solution might be.